Event description:
A customer reported a soft eye, a system message displayed, and "the cutter would not aspirate without cutting and the extrusion line out sucked the infusion" during a vitrectomy procedure. The system was exchanged and the procedure was completed. Patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause of the customer reported event is unknown. (B)(4).